Event description:
It was reported to gore that the patient underwent laparoscopic parastomal hernia repair on (B)(6) 2022, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2023, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, abscess, pain. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 2018: (B)(6) clinic. (B)(6), md. Surgical consultation. Indication: patient presents for evaluation of parastomal hernia and ventral hernia at previous ileostomy site. Patient complains of enlarging right sided abdominal bulge. He has a history of ulcerative colitis treated with proctocolectomy and end ileostomy in 2003. He has developed a parastomal hernia of his right lower quadrant ileostomy. In 2017 his ileostomy was resited to the right mid abdomen and his prior ileostomy site was closed. Since that time, he has developed a parastomal hernia of the new ileostomy site in the right mid abdomen. The patient reports pain at the upper part of the hernia when straining. He has been using two abdominal binders to keep the hernia in place. CT of abdomen on (B)(6) 2018 shows a large right sided peristomal hernia with a large amount of fat and multiple non-obstructive bowel loops. Previous total colectomy and gallstones. Plan: the patient would like to have the hernia repaired as it is affecting his quality of life. Due to the large size of the hernia, we feel that resiting of his ileostomy would be appropriate. He will meet with dr. Etzioni a colorectal surgery colleague to discuss possible resiting of the ileostomy at the time of open ventral hernia repair. Dr. Harold saw and evaluated the patient and is in agreement with the plan of open hernia repair with mesh. · (B)(6) 2019: (B)(6) clinic. Inpatient hospitalization. - (B)(6) 2019: (B)(6), md./(B)(6), md. Operative report. Assistant: (B)(6), md. Procedure: open parastomal and ventral hernia repair with mesh and ultrasound guided tap block. Preoperative diagnosis: parastomal hernia. Postoperative diagnosis: parastomal hernia, ventral incisional hernia. Estimated blood loss: 200 ml. Drain: bulb 19 fr left abdomen. Specimens: none. Complications: none. - findings: hernia location: epigastric, umbilical, right lower quadrant within rectus sheath, right mid abdomen within rectus sheath. Hernia size: 8 cm x 6 cm in right lower quadrant "[rlq]", 6 cm x 6 cm parastomal, multiple small midline defects. Mesh size and type: 30 cm horizontal x 36 cm ethicon prolene soft mesh (mid-weight, wide-pore polypropylene). Mesh position: retromuscular (modified sugarbaker tar parastomal repair). Bilateral recuts myofascial release (rives-stoppa). Right transversus abdominis release (tar). - procedure: ¿the patient was positioned supine on the operating room table, adequately padded and secured. A timeout procedure was performed. The ileostomy site was occluded with a sponge and a tegaderm. A wide betadine prep and drape was performed. A midline incision was made and dissection was carried down through subcutaneous tissue. The abdomen was entered safely. There were omental and visceral adhesions. A meticulous and tedious sharp lysis of adhesions was carried out. This was completed with no injury to the viscera. After the anterior abdominal wall was cleared off of all adhesions, a large safety towel was placed over the viscera to protect them. The hernia defects were located in the rlq, right mid abdomen, epigastric and umbilical regions. The peristomal defect was within the right rectus musculature. The peristomal defect alone measured 6 cm x 6 cm. There as "[sic]" an additional rlq hernia measuring 6cm x 8 cm from his previous stoma site. There were also swiss cheese defects in the midline. A rectus myofascial release (rives-stoppa) was performed on the left side. The posterior rectus sheath was incised just lateral to the hernia edge. This incision in the posterior rectus sheath was extended both cephalad and caudal to the hernia defect. Dissection was carried out laterally in the retro muscular plane to the edge of the rectus sheath peeling away the posterior rectus sheath from the underside of the rectus muscle. A segmental innervation to the rectus muscle was preserved. A rectus myofascial release (rives-stoppa) was performed on the right side. The posterior rectus sheath was incised just lateral to the midline hernia edge. This incision in the posterior rectus sheath was extended both cephalad and caudal to the hernia defects. Dissection was carried out laterally in the retro muscular plane to the edge of the rectus sheath peeling away from the posterior rectus sheath from the underside of the rectus muscle. The segmental innervation to the rectus muscle was preserved. The rectus myofascial release accomplished medialization of the posterior rectus sheath towards the midline and release of the rectus muscle from its encasement in the rectus sheath, allowing for a widening of the rectus muscle and advancement towards the midline. A transversus abdominis release (tar) was performed on the right side. The transversus abdominal muscle was identified within the posterior rectus sheath and in size vertically along the medial border of the perforating neurovascular bundles. This was also carried out along the entire length of the posterior sheath, entering the pre-peritoneal or pre transversalis fascia plane. The peritoneum was subsequently peeled away from the underside of the divided transversus abdominis muscle. This dissection was carried out laterally towards the retroperitoneum and was also carried out lateral to the right sided ileostomy. The tar accomplished additional medialization of the posterior rectus sheath with its attached peritoneum towards the midline to allow for visceral sac closure. The tar also provided further offset of tension with advancement of the rectus muscle towards the midline, as it remained attached to the external and internal abdominal oblique muscles. The distal ilium coursing to the ileostomy was now repositioned laterally within the retromuscular space. The posterior rectus sheath was re approximated and the medial edge of the ileostomy, medially towards the midline. The defect within the right rectus musculature was tightened in a vertical fashion with figure-of-eight 0 pds sutures. The right lower quadrant of the hernia defect was closed running fashion using #1 strafafix symmetric suture. The towel was removed and the posterior fascia was reapproximated in the midline with a continuous 2-0 pds suture. The ileostomy remained, lateralized within the retro muscular plane. Any holes in the posterior layer were closed with interrupted 3 0 vicryl suture. A new set of sterile gloves were used prior to handling the mesh. A piece of ethicon prolene soft wide pore polypropylene mesh was brought into the operative field and sized to 30 cm horizontal x 36 cm vertical. The inferior aspect of the mesh was secured with a trans fascial suture at the midline. This overlapped the incision inferiorly by 6 cm. The mesh was fixated superiorly and laterally, full thickness through the abdominal wall with 2-0 pds suture, utilizing the reverdin needle. In the right abdomen, the mesh was positioned in the retro muscular plane so that it lateralized the ileostomy and the style of a modified, retro muscular sugarbaker repair. The ileostomy would then course from its intraperitoneal location, through the peritoneum in the lateral abdomen, up and along the superior aspect of the mesh, and between the mesh and the abdominal wall musculature, before it exited through the right rectus muscle. The ileostomy was lying in good position, without tension on the stoma. The mesh space was lavaged with the gentamicin/clindamycin antibiotic irrigation solution. One 19 french blake drain was placed in the retro muscular position. The rectus muscles were reapproximated in the midline utilizing a continuous 2-0 pds suture taking 5 mm bites of the fascia with 5 mm advancement. The fascia came together well. The subcutaneous tissue was irrigated with the antibiotic irrigation solution. The dermis was reapproximated with interrupted 3-0 vicryl suture. The skin was closed with a 4-0 monocryl subcuticular suture and skin glue. I was present for the entire procedure. All needle, instrument and sponge counts were correct. The patient was then extubated and taken to the pacu in stable condition.¿ - (B)(6) 2019: (B)(6) clinic. Implant record. Ethicon polypropylene mesh. Lot #: pbj650. Size: 14 x 12 cm. Implant preoperative complaints: · (B)(6) 2022: (B)(6) clinic. (B)(6), md. Indication: ¿pt presented with parastomal hernia after end ileostomy formation. Risks, benefits, alternatives discussed. They agreed to proceed with the planned operation.¿ implant procedure: laparoscopic parastomal hernia repair with 14 cm by 15 cm gore ptfe dualmesh. "[Implant: gore® dualmesh® biomaterial, 1dlmc04/(B)(6), 15cm x 19cm x 1mm thick]" implant date: (B)(6) 2022 "[hospitalization (B)(6) 2022]" · (B)(6) 2022: (B)(6) clinic. (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative and postoperative diagnosis: parastomal hernia without obstruction or gangrene. Anesthesia: general. Estimated blood loss: 30 ml. Specimens: none. · findings: not documented · procedure: ¿the patient was positioned supine, padded and secured on the operating table. The abdomen was widely prepped and draped. A sterile foley catheter was placed in the stoma. And iodine-impregnated, adhesive drape was placed, covering the entire operative field. A timeout procedure was performed. The abdomen was insufflated with a veress needle and entered in the left hypochondrium, utilizing a 5 mm optical-viewing trocar. Under direct visualization, additional 5 mm trocars were placed in the lateral abdomen and an additional 5 mm trocar was placed on the contralateral side. A meticulous sharp lysis of adhesions was performed to clear off the anterior abdominal wall. This was done so safely, with no visceral damage. Lysis of adhesions was difficult as there was the necessity to delineate the bowel segment which coursed through the parastomal defect. Interloop adhesions were divided to allow the bowel to be more easily mobilized towards the lateral abdomen. The patients previously placed preperitoneal mesh was in good position with no evidence of recurrent midline hernia. His stomach was actually well covered and the bowel forming the end ileostomy was lateralized well. There was a small defect at the lateral edge of the mesh which was allowing herniation of additional bowel content. We delineated this along with a loop of bowel making the end ileostomy and its mesentery. The hernia defect was now visualized fully. Using spinal needles placed through the abdominal wall, and an intracorporeal metric ruler, the defect was measured to be 5 cm horizontal by 4 cm vertical. The x and y coordinates of the hernia defect area were drawn on the anterior abdominal wall to properly orient the hernia and facilitate mesh placement. Utilizing a new set of sterile gloves, a piece of goretex mesh was opened and sized to 14 x 15 cm. The mesh was rolled and brought through the 12 mm trocar, without skin contact, into the peritoneal cavity. The mesh was unrolled and positioned against the abdominal wall, centered over the hernia defect area. A grasper was utilized to hold the bowel laterally. The mesh was now fixated to the anterior abdominal wall, circumferentially, with covidien protack fixation device. Tacks were safely placed both superior and inferior to the bowel as it coursed laterally, between the mesh and the abdominal wall. The mesh was also secured with trans abdominal sutures. At the conclusion, the mesh laid in taut position with the bowel coursing in between the abdominal wall and the mesh towards the lateral abdomen. This completed the laparoscopic modified sugarbaker peristomal hernia repair technique. Tap block was performed using 20 ml of exparel long-acting bupivacaine mixed with 30 ml of 0.25% marcaine plain. The peritoneal cavity was inspected for hemostasis as was the omentum and viscera, ensuring there was no damage. The abdomen was desufflated. The trocars were removed and the skin closed with 4-0 monocryl subcuticular suture hand skin glue. Stoma appliance was applied after removal of the foley catheter from the conduit. Patient was noted to be making clear urine. Patient was awakened and taken to the recovery room in stable condition. I was present for the entire procedure. Qualified resident was assistant.¿ · (B)(6) 2022: (B)(6) clinic. Implant record. Gore dualmesh eptfe gtex. Cat #: 1dlmc04 / lot #: 24749369. Size: 15x19. Explant preoperative complaints: · (B)(6) 2023: (B)(6) clinic. (B)(6), md. ¿mr. (B)(6) is a 78-year-old male with a history significant for ulcerative colitis s/p proctocolectomy with end ileostomy. He underwent an open ventral hernia repair for a parastomal hernia on (B)(6) 2019 and unfortunately had a recurrence and subsequently underwent a laparoscopic sugarbaker repair on (B)(6) 2022.he was last seen virtually in clinic on (B)(6) 2022 and at that time was doing well. He noticed an area of drainage and was told by osh that he needs to have surgery to remove his mesh. He is here today for a second opinion regarding possible mesh infection. He first noticed it draining about a week ago and it has been slowly draining since then. He denies constitutional symptoms. He appears to have what looks like a stitch abscess on exam. We would like to taken "[sic]" back to the operating room to remove the stitch and possibly pack his wound. We have scheduled him for a wound exploration today and preoperative instructions were given. We will plan to admit him after surgery for further monitoring.¿ kristi harold, md. Indication: ¿patient presented with a history of prior abdominal wall mesh reconstruction. He had developed an open draining wound. Risks benefits alternatives to removal of abdominal wall infected mesh were discussed with the patient in detail. He agreed to proceed planned operation.¿ explant procedure: wound exploration. Laparoscopic removal of infected abdominal mesh. Explant date: (B)(6) 2023 "[hospitalization (B)(6) 2023]" · (B)(6) 2023: (B)(6) clinic. (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative and postoperative diagnosis: abdominal wall mesh infection. Anesthesia: general. Estimated blood loss: 50 ml. Specimens: abdominal wall mesh. Drain: 15 fr subcutaneous drain. Complications: not documented. · findings: ¿as expected¿ · procedure: ¿patient was brought to the operating suite and placed in supine position under general anesthesia. Pt was prepped and draped in the usual sterile fashion. His ileostomy was covered with a tegaderm. The wound to the right of the stoma was probed. A goretex stitch was note. The wound was widened and we encountered previous gortex mesh at the base. We then proceeded to insufflate the abdomen with a veress needle and the left upper quadrant. Three 5mm trocars were placed. Flimsy adhesions to the abdominal wall were taken down sharply. We identified the goretex mesh in the right abdomen. Using minimal cautery the mesh was then removed taking care to remove trans abdominal sutures as well as the majority of the spiral tacks around the edges of the mesh. Patient had a thick layer of granulation tissue over the intestine which formed his ileostomy. There was no evidence of any enterocutaneous fistula or connection with the intestine. The cavity was irrigated copiously. Hemostasis was excellent. The mesh was removed from the abdomen thru "[sic]" a 12mm port. His preperitoneal polypropylene mesh was well incorporated and left in place. A 15 fr drain was placed in the subcutaneous space and the wound beside his ileostomy. Sterile dressing was applied. Patient was awakened taken to recovery room in stable condition. · (B)(6) 2023. (B)(6) clinic (B)(6) lab. Pathology report: (B)(6), md. Specimen: tissue. - final pathologic diagnosis: abdominal mesh, removal: synthetic mesh grossly identified. Attached soft tissue fragments show fibroadipose tissue with mixed inflammation rich in plasma cells. Polarizable material with foreign body giant cell reaction. Negative for malignancy. - gross description: received fresh labeled ¿guerrero, samuel¿ and ¿abdominal mesh¿ is a 12.5 x 8.5 x 2.0 cm irregular portion of synthetic mesh material with multiple metallic apparent staples and a small amount of attached soft tissue. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.